Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the stent moved on the balloon. The target lesion being treated was located in the severely tortuous and calcified distal right coronary artery (rca). After predilation, the 3.00x32mm taxus liberte stent was advanced to the lesion, but the stent got caught on the calcification. Due to this, the stent moved on the balloon. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt's status listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.